Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead dislodgement was observed. The lead was capped and replaced on (B)(6) 2016 when repositioning was unsuccessful due to the helix being unable to extend. The patient was stable before, during, and after the procedure.